Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio condition. Service evaluation verified the no audio condition when the device was turned on/off, or when the buttons on the keypad were pushed for navigational purposes. The cause was identified to be a failed rear case. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had no audio. There was no patient involvement. No additional information is available.